Event description:
Instrument failed again during medical procedure. A screwdriver broke during the operation.

Manufacturer narrative:
The reported event of broken lag screwdriver was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The lag screwdriver was documented as faultless prior to distribution. No deficiency found during dimensional inspection of the returned product. The damage patterns indicate that the instruments were operated in counter-clockwise direction (unscrewing) under high torsional force application whilst the prongs were bent / deformed. This was caused during a removal procedure (confirmed by the complainant). Appearance of the tip of the internal threaded rod indicated that the rod had not entirely engaged into the corresponding thread of the lag screw in order of a rigid connection. With correctly inserted thread a bending is not possible. While operating with this ¿loose¿ connection the assembly tilted and broke / deformed under high torsional load. Correct and safe assembly is pointed out in the labelling. Potential ingrowth, to be considered, is pointed out in the labelling. Summarizing above findings the event was caused by unsuitable handling by the user and potentially contributed by the patient¿s condition (bony ingrowth). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There were no actions in place related to the reported event for the subject product. No similar complaint has been reported within the same lot # k055b3d. No non-conformity was identified. The event was not linked to a deficiency of the device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Instrument failed again during medical procedure. A screwdriver broke during the operation.